Manufacturer narrative:
The following information has been corrected. B3: date of event: on (B)(6) 2020.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced tubing expansion / ballooning and ruptured tubing. The following information was provided by the initail reporter: material no: 2426-0500, batch no: unknown. Administering IV normal saline medication with regular continuous IV tubing in channel burst, was at bedside and also witnesses the tubing malfunction. New tubing and IV normal saline was then placed and worked just fine.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the tubing burst in the channel while administering IV of normal saline medication. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced tubing expansion/ballooning and ruptured tubing. The following information was provided by the initail reporter: material no: 2426-0500 batch no: unknown. Administering IV normal saline medication with regular continuous IV tubing in channel burst, was at bedside and also witnesses the tubing malfunction. New tubing and IV normal saline was then placed and worked just fine.

Manufacturer narrative:
The following information has been updated/corrected: b.3. Date of event: (B)(6)2020.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced tubing expansion/ballooning and ruptured tubing. The following information was provided by the initail reporter: material no: 2426-0500, batch no: unknown. Administering IV normal saline medication with regular continuous IV tubing in channel burst, was at bedside and also witnesses the tubing malfunction. New tubing and IV normal saline was then placed and worked just fine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced tubing expansion/ballooning and ruptured tubing. The following information was provided by the initail reporter: material no: 2426-0500, batch no: unknown. Administering IV normal saline medication with regular continuous IV tubing in channel burst, was at bedside and also witnesses the tubing malfunction. New tubing and IV normal saline was then placed and worked just fine.